Manufacturer narrative:
No issue related to the event was found during analysis of the guidewire. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
The implant procedure was aborted due to patient cardiac arrest. A 45 cm sheath was used and when the delivery catheter passed the inferior vena cava, the patient went into asystole. A temporary pacemaker was implanted. The cardiac arrest episode was not attributed to the sensor.